Event description:
A (B)(6) old male pt's son contacted zoll lifecor customer support service to report that the pt's device was instructing to "add gel." The pt's son stated that he did not see any gel leaking. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (gel release) has been confirmed. As received, the electrode belt was found to have a damaged cable. The rear therapy electrode pads were pulled from the distribution node, separating the cable from its strain relief. This caused the monitor to read the open connection in the gel fire circuit as blown gel. Due to the severed connection to the rear therapy pads, only the front therapy pad fired gel. The root cause of the separated cable cannot be positively identified but likely resulted from the application of excessive force to that section of cable. No adverse event resulted from the damaged cable. The pt received a replacement electrode belt.